Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as surgical impact opening (shell thickness within specification). Pain: unable to observe as it is not related to the device as per the investigation procedures non penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider reported a left side rupture. Healthcare provider provided MRI which also reported patient had "diffuse pain in breast" and confirmed the rupture. Healthcare provider additionally noted damage caused by explant surgery as "yes, probably. Implant was severely ruptured, came out in large pieces, silicone suctioned with syringe". The device has been explanted.

Event description:
Healthcare provider reported a left side rupture. Healthcare provider provided MRI which also reported patient had "diffuse pain in breast" and confirmed the rupture. Healthcare provider additionally noted damage caused by explant surgery as "yes, probably. Implant was severely ruptured, came out in large pieces, silicone suctioned with syringe". The device has been explanted.

Event description:
Healthcare provider reported a left side rupture. Healthcare provider provided MRI which also reported patient had "diffuse pain in breast" and confirmed the rupture. Healthcare provider additionally noted damage caused by explant surgery as "yes, probably. Implant was severely ruptured, came out in large pieces, silicone suctioned with syringe". The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 07jun2024.

Event description:
Healthcare provider reported left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported left side rupture. The device remains implanted.